Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device was performed and noted the following observations: the shaft was bent, the cutting loop was broken, and the middle portion of the cutting loop was missing. No further testing could be performed due to the as received condition of the electrode. There were no burned marks observed on the posts of the electrode. Based on the investigation findings, the most likely cause of the reported event are due to impact damage, and excessive force applied on the device during procedure.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the tip of the electrode shattered (broke) and fell into the patient. The device fragments were retrieved using unidentified device. The intended procedure was completed with a similar device. There was no patient injury reported.